Event description:
The pt suffered from a severe case of clicking tinnitus for which no neurological etiology could be traced. Pt was on the brink of wanting to commit suicide evaluation resulted in the decision to perform experimental surgery by blocking the eutachian tube with serenocem. This resulted in the disappearance of the objective tinnitus-unfortunately for only 1 year. During revision surgery, displacement of the cement was confirmed. After explanting the surgeon performed bone widening endoral canalplasty with exploratory tympanotomy and surgical blockage of the bony eustachian tube with autologous tissue. To date the clicks have not recurred.